Event description:
The field service representative (fsr) reported during preventive maintenance (pm) of the device, the selector knob shaft came loose from the selector control. Since the event was found during pm, there was no pt involvement.

Manufacturer narrative:
This complaint was confirmed. The selector switch shaft can easily be pulled out of the selector switch body due to the shaft retainer mechanism failing. The field service technician performed the repair by replacing the printed circuit board assembly. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.